Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported loss of connection [on] smart phone.